Manufacturer narrative:
Not applicable.

Event description:
The reported problem (broken hip) was confirmed. A us distributor reported that a patient fell and received a broken hip while wearing the lifevest. The patient went to the hospital. Outcome of the injury is unknown.